Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has been excessively bending, twisting, lifting items over 10 pounds, and reaching over her head. These activities were to be restricted post-op. The patient is going be reprogrammed to help obtain better relief. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, the patient's daughter, and a manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient only has minimal relief. According to the patient's daughter, the patient hasn't been following her post-operative restrictions. The patient's leads were examined under fluro and it was found that her leads have migrated down a couple contacts. The patient was reprogrammed over the correct target area. The patient having minimal relief was resolved with the new programming. No further complications were reported. No additional patient symptoms were reported.